Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this system. Blocks d4, d6 & d7: not applicable for this system. Blocks h3 & h6: a field service engineer visited the site on 20 november 2025. The fm-pim and fm-pim cable to the bedside utility box were replaced; tested and passed. An attempt was made to replace the fm-pim fiber optic cable, but unsuccessful due to the blockage in the floor conduit. On 22 november 2025, the hemo interface was inspected and found that the connections were incorrect, thus corrected and calibrated. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight system was used in an emergent coronary procedure. During use, the fm-pim box was not showing readings on the monitor. The ifr attempt was aborted, and the patient was moved to another room. The procedure was continued using another device. No patient injury reported. This product problem is being reported because the system could not be used in an emergent case, resulting in a potential for harm due to the delay of the procedure.